Event description:
The employee was pulling forceps out the cidex plus solution. As employee was unlocking the forceps, they were splashed in the eye with the solution. They went to the ER and the physician irrigated their eyes with a buffered saline. The employee stated that they were wearing a face shield at the time of the incident.